Manufacturer narrative:
The hospital biomed replaced the anesthesia control board. Block a: no report of patient involvement. (B)(4).

Event description:
The hospital reported the unit booted up with a system failure. There was no report of patient involvement.